Event description:
The hcp reported that at refill, the expected residual volume was 9ml and the actual was 17ml. The pt was not experiencing any withdrawal symptoms and his pain level remained the same as usual.